Event description:
Investigation summary: (from MFR) evaluation of the patient x-rays revealed that the tube was the older dual-port tube and not the new tri_port tube. The x-rays also showed gastric placement with no kinking. The tube was left in place for one week. The nurse had difficulty removing the tube and advanced the tube back into the nasopharynx until it coiled in the mouth. The nurse was then able to reach into the pt's mouth and cut off the bolus. The nurse stated that she observed that the tube was kinked upon removal from the patient. It cannot be determined whether the kinking occurred during or prior to removal.